Event description:
It was reported that boston scientific technical services (ts) was contacted regarding programming recommendations for an upcoming defibrillation threshold (dft) test. The patient was scheduled for another dft as induction testing failed at the original implant procedure for this subcutaneous implantable defibrillator (s-ICD) system. Ts provided several potential options for induction, such as a 50hz burst prior to potential catheter insertion, as well as a low energy external shock at the end of the 50hz burst. The patient reported feeling discomfort at the device implant site, so the physician elected to surgically reposition the s-ICD device to resolve the event. Dft testing was successful after the device repositioning. The physician also noted the electrode position was too high and might have contributed to the induction difficulty, but was did not attempt to reposition the electrode due to the patient's anatomy. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.